Manufacturer narrative:
A search for non-conformance associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies implant migration as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure the azur vascular plug was placed in the proximal splenic artery just distal to a 3cm aneurysm. After about 5 minutes of elapsed time, the plug migrated forward to the distal splenic artery. Additional coils were placed in the proximal splenic artery and occlusion was achieved. The splenic artery measured 7mm on cta. There was no report of harm or injury to the patient. The product reported in this report is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria.

Manufacturer narrative:
Correction: the statement provided in section b5 in initial MDR incorrectly indicated (the product reported in this report is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria). The azur vascular plug device is an approved device in the us under 510(k) number: k191680 as was indicated in section g4 in initial MDR. Therefore, the similar device reporting category is no applicable in this event.